Event description:
The loaner core sumex drill was sent for service and it displayed a bias current error during performance testing at the MFR. No adverse event was associated with the device.

Manufacturer narrative:
The device was rec'd for eval; add'l info will be submitted once the quality investigation is completed.